Event description:
It was reported to boston scientific corporation that the gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the device was inspected prior to use, but it was not tested. During the procedure, the device was inserted into the scope and when the physician started to irrigate the area that was to be cauterized, saline was seen leaking near the distal tip of the probe. The procedure was still completed using this device. When the device was removed, a crack was seen at the distal tip. It was confirmed that nothing had detached inside the patient. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being fine.

Manufacturer narrative:
(B)(4) for the reported event of the distal tip cracked. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found no anomalies. The device passed the irrigation flow rate test and no leak was observed. The complaint that saline leaked near the distal tip of the probe was not confirmed. The device showed neither evidence of the alleged issue, nor any issue which could have contributed to the reported event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that the gold probe was used in the colon during a colonoscopy procedure performed on (B)(6) 2014. According to the complainant, the device was inspected prior to use, but it was not tested. During the procedure, the device was inserted into the scope and when the physician started to irrigate the area that was to be cauterized, saline was seen leaking near the distal tip of the probe. The procedure was still completed using this device. When the device was removed, a crack was seen at the distal tip. It was confirmed that nothing had detached inside the patient. There were no patient complications reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported as being fine.